Event description:
Customer alleges there are things falling off of the chair, chair is taking off on its own when she is trying to get out of chair, and there is unknown issues with batteries and joystick. Minor injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model m51, serial number/date code and age of product are unknown. The owner's manual part number 1125085 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). The consumer's preexisting medical condition states she has diabetes and bad foot tremors on her left foot she also has bone deterioration in her feet as well. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that her m51 power chair allegedly goes too fast or too slow and the chair is taking off on its own when she is trying to get out of the chair. One incident alleges that the power chair took off causing the consumer to fall off her chair, she sustained minor bruising. Another incident alleges that she was trying to adjust her radio when the chair drove forward, smashing her radio and her feet. As of (B)(6) 2012, the consumer was still experiencing pain in her foot and was going to the podiatrist. This is the first power chair for the consumer. The consumer stated that her doctors' office ordered the m51 power chair for her and she did not have it serviced since she received it. It is unknown if the consumer had the power button on or off when exiting the device. The owner's manual states a warning on page 11, "do not leave the power button in the on position when entering or exiting your wheelchair". Page 5 of the owner's manual also states a warning, "always wear your seat positioning strap. The seat positioning strap is a positioning belt only. It is not designed for use as a safety device withstanding high stress loads such as auto or aircraft safety belts. If signs of wear appear, the belt must be replaced immediately." The consumer is to call her dealer and have the dealer call invacare when he is in the presence of the power chair.